Event description:
Patient participated in a (B)(4) for patients with cervical degenerative disk disease who require single or multi-level anterior spinal fusion with the cslp small stature and the acf spacer plus dbx. Preoperative diagnosis was disk failure or prolapse. Patient was implanted at levels c5, c6 and c6, c7 with a cslp small stature plate. Patient had been experiencing pain for 36 months. Surgery date was (B)(6) 2004 and postoperatively patient experienced neck spasms requiring pe. This report is 5 of 7 for the same event. This complaint is on the left screw at c7 (14mm).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding...no sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.